Event description:
It was reported that the patient's skin was breaking down around the pump. The symptoms were described as "skin break down upper portion of pump". The pump will be replaced to "decrease increased rate of skin breakdown". Pump was infusion gablofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).